Manufacturer narrative:
Pending evaluation. File is associated with 1038671-2018-00715.

Event description:
Index surgery: (B)(6) 2018. Revision due to disassociation..

Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of not properly breaking off the torque defining screw or incomplete seating of the screw during initial implantation, which would prevent the humeral liner from fully assembling to the adapter tray, allowing for disassociation. The torque defining screw was not returned for evaluation but would have provided valuable insight into the most likely underling cause of the liner disassociation. This is one of two products involved with the reported event and the associated manufacturer report number is : 1038671-2018-00715.

Event description:
Index surgery: (B)(6) 2018. Revision due to disassociation.